Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump delivered multiple boluses without user interaction. Review of the pump data logs by tandem technical support verified that the boluses were manually requested by the customer; however, customer maintained belief that the pump delivered the boluses without user interaction. The customer's blood glucose (bg) level subsequently decreased; however, no bg value was provided. Reportedly, the customer felt very weak due to the low bg event. Paramedics administered a glucagon injection, intravenous fluids, and intravenous d50 and the customer consumed sugar and juice to address bg. Reportedly, the customer continued to use the pump for insulin therapy.